Event description:
The event involved a primary plum set clave port, clave y-site, secure lock, 103 inch. It was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
D4: only di provided as lot number is unknown. B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history could not be reviewed due to no lot number being provided.